Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Clavicular crush was alleged on the ra and rv leads and diagnostic imaging was performed, but the clavicular crush was unable to be confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.